Event description:
The user received discrepant hcg result for one patient sample. The reported a result of 1.13 miu per miu per ml. The physician then called questioning the result because the patient is pregnant. The user reran the sample using sample cups the same day and got a result of greater than 10000 miu per ml, then diluted the sample and got a result of 25985 miu per ml. The user also respun and reran the primary tube again in 2009 and got a result of greater than 10000 miu per ml. The user stated the patient was not affected.

Manufacturer narrative:
The field service representative determined the cause to be the pinch tubing and replaced it. He noted the analyzer was operating with specification.